Manufacturer narrative:
The insulin pump alarmed prime during displacement test due to motor high current draw. The insulin pump passed idle current test and run current test. Unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to prime alarm. The insulin pump was received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 142 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.